Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® 9nc 0.109m plus blood collection tubes experienced overfill. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated there was, "overfilling of the tube. ICU department noticing the tube has been overfilling. Sometimes the blood is filling right up to the base of the cap."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® 9nc 0.109m plus blood collection tubes experienced overfill. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated there was "overfilling of the tube. ICU department noticing the tube has been overfilling. Sometimes the blood is filling right up to the base of the cap."